Manufacturer narrative:
A ge service rep performed an on site investigation. The reported problem could not be identified. However, the rep reseated connections, adjusted the arm tension, and installed a hv cable retaining bracket. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported the system failed to fluoro. No report of pt injury.